Event description:
It was reported that catheter break occurred. The 70% stenosed target lesion was located in the severely calcified deep vein of left lower limb. An angiojet solent omni was used for thrombectomy procedure. However, during the procedure, the physician discovered a catheter fracture with fluid leakage in the golden catheter near the tee connection when using the power pulse mode, and it was determined that the catheter could no longer be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks between a section 14 to 18 cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis, a shaft separation was observed at 43.5 cm from the tip along with a broken hypotube at 45 cm from the tip. A .035 guidewire was observed to be stuck inside the device. A 6 fr introducer sheath was also observed to be stuck on the device at 18 cm where the severe section of kinks was located. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was not confirmed for any pump leaks, set-up issues or alarm messages; however, kinks, a shaft separation, stuck introducer sheath and broken hypotube were confirmed.

Event description:
It was reported that catheter break occurred. The 70% stenosed target lesion was located in the severely calcified deep vein of left lower limb. An angiojet solent omni was used for thrombectomy procedure. However, during the procedure, the physician discovered a catheter fracture with fluid leakage in the golden catheter near the tee connection when using the power pulse mode, and it was determined that the catheter could no longer be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.